Event description:
It was reported that the pump touch screen was unresponsive. It was confirmed that there was no adverse impact on the customer's blood glucose level due to this issue. The customer reverted to an alternate method insulin therapy.